Event description:
It was reported that after connecting the leads to the pulse generator, atrial and ventricular impedance was greater than 2000 ohms and there was no ventricular pacing. The leads were disconnected/reconnected, but the situation was the same. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.